Event description:
Pt had l5-s1 fusion for third herniation of disk and cyst removal. Pt had no pain for first 3 days but complained 4 days post-op of pain when walking but not when sitting or lying down. Post operative CT scan showed screw to be located slightly midline. Since the cause of the pain could not otherwise be determined, the surgeon elected to remove part of the hardware in a revision surgery. It was determined by the surgeon after hardware was removed that the pain was caused by an inflamed nerve root.

Manufacturer narrative:
No product has been returned for review and eval of this implant. There is no connection that can be made between the event and any shortcoming of the device at this time. The surgeon made a determination that the hardware should be removed to ascertain what the source of the continued pain was, however, it was later determined tha the cause of pain was unrelated to the implants and simply inflammation of a nerve root.